Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number. It was reported during a recent ipg revision (reference MFR report#1627487-2016-04807 ) x-rays identified a lead fracture. As a result, surgical intervention may be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time both leads were explanted and replaced with new models which resolved the issue.